Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "effect of insulation material in aging pacing leads: comparison of impedance and other electrical's: time-dependent pacemaker insulation changes." Pace pacing clin. Electrophysiol. January 1 2012;35(1):51-57.

Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were discussed; however, there was no one-to-one correlation with specific serial numbers. The failure modes were unacceptable thresholds, a decrease in impedance, insulation issues, r-wave variations, and patient death. There was one incidence of high impedance. Also noted were multiple lead replacements, with some leads being left in place. There was no indication that the death was device-related. There is reference that some of the leads were returned to the manufacturer and analyzed. No further patient complications were reported as a result of this event.